Event description:
Account reported that they experienced delayed visual recovery from 23 procedures performed. Most patients were normally 20/20 one day out but most of these patients were 20/30 and 20/40. They also reported flaps seem harder to lift since last service of the equipment.

Manufacturer narrative:
(B)(4) - delayed in visual recovery. Service reports for the equipment sn (B)(4) since (B)(4) 2012 showed that the system had a scheduled preventive maintenance (pm) prior to the event on (B)(4) 2012. During the pm, the system was tested and met amo specifications. On (B)(4) 2012, after the reported event, the equipment was checked by a field service specialist and it was noticed the amplifier needed a minor alignment. He was able to confirm the flap thickness and the ease of flap lift using agarose gel process. System was tested and met amo specifications. Attempts to get information on patient outcome were done on (B)(4) 2012 with no avail. It was reported that this patient uncorrected visual acuity was 20/25 od (right eye) and 20/25 near os (left eye) on (B)(6) 2012 (one day post operation). No information of patient visual acuity prior to the surgery was provided. Note: all pertinent information available to abbott medical optics (amo) at the time of this report has been submitted. Should new information that changes the facts and/or conclusion of this report become available; a supplemental report will be submitted.